Manufacturer narrative:
A patient experienced lead migration was reported to abbott. It was determined the physician explanted and replaced one lead and repositioned the other lead to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent a lead revision procedure on (B)(6) 2020. The physician explanted and replaced one lead and repositioned the other lead to address the issue. The physician stated that both the repositioned lead and the replacement lead have migrated since the procedure on (B)(6) 2020 and may require additional surgical intervention to address the issue. It is unknown which device was explanted and which device was repositioned. This lead is being treated as the lead that was repositioned on (B)(6) 2020.

Event description:
It was reported that the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott that the patients leads have migrated. Rep reported that the physician x-rays on (B)(6) 2020 which showed that both leads have migrated. The physician plans to revise the leads, but no surgery date has been scheduled due to covid-19 pandemic. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Reference manufacturer number: 3006705815-2020-01717. It was reported the patient was experiencing ineffective therapy. X-rays were taken of the patient's system which confirmed lead migration of both scs leads. In turn, the patient may undergo surgical intervention to address the issue.